Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-02659. It was reported the patient is not receiving effective stimulation. X-rays confirmed the leads had migrated upwards. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2016, where her leads were repositioned. Post-operative programming was able to capture effective stimulation in targeted areas.